Event description:
The diabetes educator reported via phone call that the customer was hospitalized due to high blood glucose and that the insulin pump had sustained physical damage from being chewed up by a dog. The caller stated that the customer had been hospitalized because he forgot to treat with a bolus after his meal. The customer's blood glucose was 438 mg/dl at the time of admission and was treated with a correction bolus. The caller stated that the top of the insulin pump's reservoir compartment was completely damaged and missing pieces. The customer was advised to discontinue use of the insulin pump and to be placed on an insulin drip. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with partially broken reservoir tube lip, missing reservoir tube o-ring and dog chew marks at reservoir tube lip area.